Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 33 events were reported for this quarter. Product return status: 21 devices were received. 7 devices were not available for evaluation. 5 device investigation types have not yet been determined. Additional information: 33 devices were not labeled for single-use. 33 devices were not reprocessed or reused.

Event description:
This report summarizes 33 malfunction events in which the device reportedly overheated. 19 events had no patient involvement; no patient impact. 14 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 33 previously reported events are included in this follow-up record. Product return status: 24 devices were received. 9 devices were not available for evaluation.

Event description:
This report summarizes 33 malfunction events in which the device reportedly overheated. - 18 events had no patient involvement; no patient impact. - 15 events had patient involvement; no patient impact.

Event description:
This report summarizes 33 malfunction events in which the device reportedly overheated. 18 events had no patient involvement; no patient impact. 15 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 33 previously reported events are included in this follow-up record. Product return status: 24 devices were received. 9 devices were not available for evaluation.